Event description:
Customer reports needle breaking at junction of breakaway needle and flexon material. Post surgery the pt was sent to the ward with flexon in situ. Five days post surgery, the needle was reported to be broken in the host.